Event description:
The dome detached during traction removal. The dome did not fall into the stomach. Indwelling period was 175 days.

Manufacturer narrative:
The complaint of a break in the retentiondome is confirmed, user related. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damae suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. The complainant indicates the complaint sample had been in place for approximately 175 days to the complaint incident. Gross visual and microscopic examinations show no evidence of a defec or deformaity related to the manufacturing process.